Event description:
It was reported by the caller that the patient had an adverse event. The caller stated that the patient had a pericardial effusion. The caller reported that the effusion was discovered right after the transeptal puncture was completed. The caller stated that the transeptal puncture was anterior on the intracardiac echo. The transeptal was completed using the boston scientific versacross wire with the boston scientific fixed curve sheath. After the transeptal, the boston scientific fixed curve sheath was exchanged for a medium curl vizigo sheath. After the sheath exchange the physician advanced the octaray catheter into the left atrium and at that point checked for effusion. Once the effusion was discovered the physician pulled the octaray catheter out and withdrew the vizigo sheath to the right atrium. The physician advanced the soundstar catheter into the right ventricle to monitor the effusion. The patient was monitored for approximately 15-20 minutes in the procedure room and continued to be stable. A transthoracic echo was completed and it was determined that the effusion was not expanding. The patient was transferred to recovery room for further monitoring. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".